Event description:
A peritoneal dialysis nurse has reported that her pt had peritonitis. In speaking with this nurse it was learned that the pt had not reported any problems with use of this product, however he requested that she call this in to report this lot as causing the peritonitis. It was also reported that he had chronic ongoing peritonitis that eventually a medical decision was made causing him to switch to hemodialysis. The nurse reported that the pt does generally not follow protocol. She did report that there was no product failure reported and that he had never reported any leakage from the cassette. She stated that the cause of the peritonitis may be caused from poor technique as he has multiple documentation of where it was found, he was not complying with his care. The pt was new to this product as of (B)(6) 2009. It was reported that he also had same ongoing issues with use of other products in the past. For the episode of (B)(6) 2009, the pt was seen in clinic of an episode of where he disconnected from the transfer set. The nurse said he was to report the status of the fluid and how he is feeling. He reported that last nights bag and this morning was grossly cloudy. The pt was instructed to come to the clinic. The pt arrived down (B)(6) lbs from 2 weeks ago. The pt reported feeling poorly all day and no exchange was performed until 10pm last night. In addition, he put the transfer set back together and then proceeded with an exchange. The nurse reviewed consequences with the pt. The pt was loaded in center with antibiotics. The pt did not present with any symptoms. However, the effluent was noted to be grossly cloudy. The pt was afebrile. It was documented that this is another touch contamination. It was also discussed the possibility of cath removal with temporary hemodialysis. The pt was discharged. It was reported that as of (B)(6) 2010, the pt started manual treatments and eventually had his peritoneal dialysis catheter removed and is now on hemodialysis due to chronic peritonitis with use of any product.

Manufacturer narrative:
(B)(6).